Event description:
During a ptca treatment procedure the maverick monorail balloon could not be easily inflated. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous lad coronary artery. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as'good'.